Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that possible lead to lead interaction was noted on the right atrial (ra) lead and right ventricular (rv) lead causing oversensing on the rv lead. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient felt light headed and near syncopal. It was further reported that oversensing on the rv lead could not be confirmed however pacing pauses were noted. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.